Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-37176.

Event description:
The customer reported that the insulin pump went into a low threshold suspended state, which it was set to do for sensor readings below 65 mg/dl. At the time, his blood glucose was 250 mg/dl. The customer checked his alarm history and no threshold suspend was listed for that date. He did, however, find one for (B)(6) 2014. The customer stated he turned off the threshold suspend and changed out the sensor. Nothing further was reported.